Manufacturer narrative:
Product analysis summary: the device returned with the sheath and stylette loaded in it. The sheath and stylette were removed with no issues. The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to stent wraps. There was a kink on the hypotube. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 82% stenosis located in the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated using a 2.0x20mm balloon. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent could not pass the lesion and was pulled back. It was noted that stent deformation occurred with a strut of the stent becoming raised. The stent was not deployed in the patient. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.